Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port has corrosion. It was unable to be determined if this usb port damage was preventing the customer from charging the pump. There was no reported impact to the customers blood glucose level.